Manufacturer narrative:
The product was not returned for analysis. The product history record (phr) review indicated the product met release criteria. No other complaints have been received for this lot of product. Additional information was requested. A completed questionnaire was received on 05/02/2007.

Event description:
The surgeon reported a pt experienced discomfort and decreased vision three days following cataract extraction and intraocular lens (iol) implant surgery. Upon examination, one of the iol haptics was noted to have come forward and broke off in the anterior chamber of the eye. The iol was exchanged. The pt experienced corneal edema/inflammation. The pt's prognosis was reported as "good".